Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
The customer reports the doctor found swg (spring wire guide) resistance during test prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-24301-e cvc set kit. The spring-wire guide (swg) will be used for this investigation. The introducer needle was not returned. Visual examination of the swg revealed evidence of use in the form of dried blood. The guidewire body was curved, the distal end was bent in an l shape, and the j-bend tip was slightly deformed. Both welds were full, intact and spherical. The guidewire was bent in an l shape approximately 30 mm from the distal weld. The length and outer diameter of the spring-wire guide were measured and were found to be within specification. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint of a kinked swg was confirmed through visual inspection of the returned sample. Kinks and bends were observed in the returned guide wire; however, the introducer needle was not returned for evaluation. A device history record review did not reveal any manufacturing related issues and no manufacturing defects were found during this investigation. Based on these circumstances, it was determined that operational context likely contributed to this event; however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports the doctor found swg (spring wire guide) resistance during test prior to patient use.